Manufacturer narrative:
This report is submitted on october 1, 2019.

Event description:
Per the clinic, the patient experienced an infection and the magnet has rotated (cause unknown) resulting in an open wound at the implant site. The patient was hospitalised and the magnet was replaced. The implant remains in-situ.

Manufacturer narrative:
It has now been confirmed that there was no reported infection, hospitalisation or magnet replacement. This report was filed on october 8, 2019.